Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced septicemia and subsequently passed away due to septicemia coincident with continuous ambulatory peritoneal dialysis therapy. The patient was not hospitalized prior to death. Treatment was not reported. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Patient age: the patient was reported to be an adult born on unspecified date in 1992. Should additional relevant information become available, a supplemental report will be submitted.